Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on may 08, 2019 the clinical perfusion team had a venous occluder intermittently not work as intended. The venous occluder would completely close when the user just wanted it to be clamped a little bit, not fully occluded. It is not known if the team calibrated the unit prior to initiation of cpb. According to the information available, the perfusion team exchanged the occluder while on bypass, but according to the information, it was used on previous procedures. This exchange of the occluder, would not enable the user to recalibrate the unit, for this is required prior to the initiation of bypass. Using tubing clamps is a mitigation, when the clinician cannot use a venous occluder. This same venous occluder was used on procedures on (B)(6) 2019, and (B)(6) 2019, with the same failures. The occluder incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.

Manufacturer narrative:
Updated blocks: b5, d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated block: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the occluder pod and occlude head to function as intended throughout the evaluation. It was noted that the occluder cover was missing the buna insert which could have caused the erratic behavior when attempting to calibrate or perform partial occlusion. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head adjustment was intermittently working. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.